Manufacturer narrative:
Analysis confirmed the reported event of intermittent output, the main printed circuit board was out of electrical specification. It was also noted that the lower case was contaminated (case and battery drawer), the hanger was broken and contaminated, the output connectors and nuts were contaminated, one case screw and main seal were contaminated, and the output wires were routed incorrectly. All found defective parts were replaced and all other identified issues were resolved. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) atrial output is intermittent. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection revealed no anomalies. The main board was assembled into a golden unit and ran on the automated test console three times. All tests passed. The error logs showed multiple errors. Conclusion: the customer complaint could not be confirmed, no defect found. If information is provided in the future, a supplemental report will be issued.